Event description:
It was reported that the customer was receiving no delivery alarms even after changing the infusion set. The customer's blood glucose was 279 mg/dl. Troubleshooting could not be performed at the time of the call because the issue had been resolved with an infusion set change. Advised to call back if the issue occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.